Event description:
It was reported that a patient presented to the emergency room. Device interrogation revealed post-sensed t-wave oversensing on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable.